Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the pin27 (lead_2_pos) was ben in the trunk cable connector. In addition, the distribution node (dn) to ECG b cable was cut. The root cause of the bent pin and cut cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.

Event description:
A pt service rep contacted zoll customer support to report that a (B)(6) female pt's electrode belt had exposed wires. The pt was provided with a replacement electrode belt.